Event description:
The initial reporter received questionable ise indirect na, k and ci for gen.2 results for one patient sample tested on the cobas c 111 with ise. The initial result was accidentally reported outside of the laboratory and verbally provided to the doctor. The doctor stated that they did not trust the results and because it was late, the doctor sent the patient to the emergency room (ER) and another sample was collected from the patient. The patient sample was initially run on (B)(6) 2022. The reporter calibrated and reran the patient sample on (B)(6) 2022. The patient sample was again rerun on (B)(6) 2022. The repeat results of the initial sample from (B)(6) 2022 were deemed correct. The chloride electrode lot number is 21523347 with an expiration date of 03-feb-2023. The potassium electrode lot number is 21521247 with an expiration date of 23-sep-2022. The sodium electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) performed instrument checks with successful results. A precision check was performed with successful results. He verified that the analyzer was performing within specifications.

Manufacturer narrative:
In MFR report ref #1823260-2022-04082-00, b5 - describe event or problem, the second to the last line should have been: the potassium electrode lot number is 21521247. The expiration date was requested but not provided. Instead of: the potassium electrode lot number is 21521247 with an expiration date of 23-sep-2022.

Manufacturer narrative:
The qc recovery was within the acceptable range. The field service engineer (fse) performed instrument checks and no remedial actions were taken. He performed an ion-selective electrode (ise) performance check and the result was within specification. He performed a precision study with successful results. After service, no further issues were reported by the customer.  The investigation did not identify a product problem. The cause of the event could not be determined.